Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nausea, and a remote transmission was sent due to a possible loss of capture (loc). The physician was unable to determine if issue was due to patient's bigeminy, or due to intermittent loc. No further information could be obtained through follow-up investigation. The right ventricular (rv) and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.